Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a sharps container. The customer reports that the sharps container was full, sealed and ready for disposal when nurse picked up several containers at once "hugging them" and was stuck by a needle that came thru side of sharps container.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.